Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon popped after reaching 20mm. The procedure was completed with a different device. There were no patient complications reported as a result of this event.